Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012659427); product type: 0195-heart valves; implant date: non-implantable device updated data: b2. B5. Added second paragraph. H1. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of transcatheter aortic valve, there was difficulty positioning the valve and multiple recaptures were performed. However, the valve was then implanted and following the implant, a left bundle branch block (lbbb) occurred. Subsequently, temporary pacing was initiated. Additional information was received that the valve was deployed and recaptured twice before a final deployment and full release. The temporary pacemaker was withdrawn from the patient. A complete heart block (chb) was noted two days later and a non-medtronic permanent pacemaker implantation was performed. During the implant of this permanent pacemaker, the patient's blood pressure became unmeasurable during wound closure. Endotracheal intubation and cardiac massage was performed. Cardiac tamponade due to cardiac injury was suspected; therefore, echocardiography was performed revealing a large amount of fluid accumulation in the pericardial cavity. A pericardial drainage procedure was performed following the diagnosis of cardiac tamponade. Although return of spontaneous circulation was achieved and vasopressor medication was administered, the patient remained in shock. Since part of the pericardial fluid had become coagulated and drainage was difficult, percutaneous cardiopulmonary support was initiated, and surgery was deemed necessary due to the risk of cardiac arrest. Intraoperative findings revealed atrial lead perforation, and the perforation site was repaired. A small fistula was also found in the right ventricle, surrounded by a hematoma, which was sutured to stop the bleeding. Postoperatively, despite a temporary improvement in vital signs following a massive blood transfusion and vasopressor administration, respiratory condition worsened. Bronchoscopy was performed to suction tracheal secretions, but the patient's respiratory status showed little improvement. The patient developed hypoxemia and multiple organ failure due to tissue hypoperfusion. The patient passed away 6 days after the procedure. The cause of death was multiple organ failure. Per the physician, there was no relationship between the device and the transcatheter valve replacement procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012659427); product type: 0195-heart valves; implant date: na ; explant date: na product ID l-evolutfx-2329 (lot: 0012529123); product type: 0195-heart valves; implant date: na ; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of transcatheter aortic valve, there was difficulty positioning the valve and multiple recaptures were performed. However, the valve was then implanted and following the implant, a left bundle branch block (lbbb) occurred. Subsequently, temporary pacing was initiated.